Manufacturer narrative:
The company service representative examined the system and confirmed the reported problem. The system was calibrated to fix the issue. The system was tested and met all product specifications.

Event description:
The customer reported the surgeon was performing indirect laser (lio) when an error message appeared on the screen. They shut down the system and re-booted, but the error message persisted. The surgeon aborted the lio and finished with cryopexy. Additional info rec'd stated the mode was confirmed before firing the laser. The filter was in place. The event occurred within 1 to 3 'steps' on the pedal.